Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex duraflex anesthesia catheter in a portex continuous epidural tray met resistance during insertion of the catheter during a labor epidural in a hospital. When the catheter was pulled out, the black tip was missing. Imaging confirmed that the teflon catheter tip was retained in the patient. Additional information has been requested; if received, a supplemental report will be sent.